Event description:
During remote follow-up, noise was observed on the right ventricular (rv) lead. Provocative testing was performed and noise was not reproduced. X-ray imaging was performed and revealed no anomalies. The patient was in stable condition and will continue to be monitored.